Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-june-2024, it was reported that the patient encountered one infusion set fell off. Infusion set was in use for 22 hours. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information.